Manufacturer narrative:
A philips field service engineer (fse) visited the customer site. Diagnostic/functional testing was performed and the fse determined that the motherboard was faulty and needed to be replaced. Philips is in the process of obtaining additional information. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that only visual alarms were available, the device is not producing audio sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The issue was resolved by replacing the main board/motherboard. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.